Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2023, the patient reported that he lost consciousness while driving which resulted in a car accident. He states that the cgm was not showing accurate reading, however, he could not recall the cgm reading at the time of the event. He also states there were no alerts or alarms provided from the dexcom receiver. There was also no bg fingerstick comparison due to the sudden nature of the event. The patient was taken to the hospital by the rescue team at the car accident site. Due to the car accident, the patient suffered a broken neck, fractured sternum, and a chipped shoulder blade. The patient was admitted to the hospital (patient could not recall all medication provided to him during his admission) and was discharged on (B)(6) 2023. The patient was still recovering at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.